Event description:
It was reported that during the procedure for an anterior communicating artery (acoma) aneurysm. After confirming the subject stent was intact, the physician began advancing into the microcatheter. However, significant resistance was encountered during advancement, and the resistance remained high even after the stent was inserted through the microcatheter. As a result, the physician withdrew the subject stent and microcatheter as a single system. After removal, the delivery wire was pulled from the microcatheter on the table, and it was noted that the subject stent remained partially inside the microcatheter (with some part at the hub). It was confirmed that this occurred during the procedure. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received deployed in the hub of a non-stryker microcatheter, which is aligned with the event description. The stent delivery wire (sdw) was received within the introducer sheath. The distal tip of the introducer sheath showed signs of crush damage. The hub of the microcatheter was removed and the stent was retrieved from the proximal end of the hub. Deformation was noted to both ends of the stent. All 3 marker bands were present on both ends of the stent. A kink/bend was present at approximately 12cm from the distal end of sdw. A functional inspection was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported code 'stent deployed prematurely during use' was confirmed. The as reported codes 'stent difficult/unable to transfer' and 'stent difficult/unable to advance or pullback through catheter' could not be replicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that while advancing the stent into the microcatheter, significant resistance was encountered, which continued even after the stent was pushed inside the microcatheter. Despite several attempts, the stent could not be advanced further. As a result, the physician decided to withdraw the stent and microcatheter system. After removal, the physician pulled the delivery wire out of the microcatheter on the table, leaving the stent partially inside the microcatheter, with a portion remaining at the hub. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patient's anatomy was moderately tortuous. During analysis, the stent was seen to be deployed in the hub of a non-stryker microcatheter, which is aligned with the event description. The stent delivery wire (sdw) was received within the introducer sheath and the distal tip of the introducer sheath was crush damaged. The hub of the microcatheter was removed and the stent was retrieved from the proximal end of the hub. Deformation was noted to both ends of the stent. A kink/bend was present at approximately 12cm from the distal end of sdw. Given the damage noted to the various parts of the atlas stent system, one possibility is that the introducer sheath was initially set up correctly but subsequently moved slightly distally prior to stent advancement out of the sheath. When the rhv vent cap is not sufficiently tightened it is possible for the sheath to experience minor inadvertent movement. Distal movement of the sheath in the hub would result in the distal tip opening of the sheath getting damaged/crushed. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would experience some level of damage. The user will then experience resistance while attempting to advance the stent through the microcatheter. This is one possible explanation for the findings and the available information relating to this complaint. An assignable cause of procedural factors will be assigned to as reported codes 'stent difficult unable to transfer', 'stent deployed prematurely during use' and 'stent difficult/unable to advance or pullback through catheter' as well as analyzed codes 'sdw kinked/bent', 'stent deformed', 'stent introducer sheath distal tip damaged', and 'stent deployed prematurely during use' as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to unknown procedural and/or anatomical factors during use.

Event description:
It was reported that during the procedure for an anterior communicating artery (acoma) aneurysm. After confirming the subject stent was intact, the physician began advancing into the microcatheter. However, significant resistance was encountered during advancement, and the resistance remained high even after the stent was inserted through the microcatheter. As a result, the physician withdrew the subject stent and microcatheter as a single system. After removal, the delivery wire was pulled from the microcatheter on the table, and it was noted that the subject stent remained partially inside the microcatheter (with some part at the hub). It was confirmed that this occurred during the procedure. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.